Manufacturer narrative:
Cloud data from the user for the period of (B)(6) 2026 - (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that multiple correction boluses were delivered during this period. Comparison of the bolus records in the cloud to the patient history buffer data found evidence that each bolus was actively delivered by the pod, as the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus. It could not be determined from the available cloud data if attempts were made to program correction boluses that resulted in total volumes of 0 u or that were prevented due to error messages. It also could not be determined if there were any display issues with the controller based on the available cloud data. The exact cause of the reported correction bolus programming and controller display issues could not be determined from the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was not able to take correction bolus, while in manual mode. Additionally, the screen on their controller went black. The patient attempted to hard reset the controller, but that did not resolve the issue. Blood glucose levels were not reported. Medical treatment was not required. Patient was provided a replacement controller.